Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the chronic total occluded distal left superficial femoral artery. A 5.0 x 40 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was selected for the procedure. The pta catheter was advanced to the lesion with no resistance. The balloon was inflated the first time to 6 atmospheres and then inflated the second time to 12 atmospheres. Following the second inflation, negative was pulled for 3 minutes and the balloon only deflated half way. Then, negative was pulled for an additional 5 minutes and the balloon deflated completely. The sheathless guide catheter that was already in the anatomy was advanced closer to the balloon and the balloon was pulled into the sheathless guide catheter and they were removed from the anatomy as one unit. The procedure was successfully completed with the implant of an unspecified stent and post dilatation by an unspecified balloon catheter. Once removed from the anatomy the balloon was re-inflated and the same slow deflation issue was observed. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional analysis was performed on the returned device. The reported deflation issue was not confirmed. It may be possible that the inflation lumen was blocked due to the shaft being bent or entrapped within the anatomy during use resulting deflation difficulty; however, this could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific product issue. The investigation was unable to determine a conclusive cause for the reported deflation difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.